Event description:
Procedure performed: unknown. Event description: mr. [1] consultant (general surgeon) has refused to use applied medical trocars for his case because mr. [2] consultant (general surgeon) has injured the bowel during his last procedure by using applied medical trocars. Patient status: not known.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the device contained a non-conformance that was caused by manufacturing or circumstantial factors at the time of use. Applied medical¿s instruction for use (precautions section) states, "to minimize the risks associated with access port placement, ensure: appropriate patient positioning to shift organs away from access port placement site; obturator tip is pointing away from major vessels, organs, and other anatomic structures; moderate, controlled pressure is employed when placing the access port." Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: updated health effect - impact code.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: mr. [1] consultant (general surgeon) has refused to use applied medical trocars for his case because mr. [2] consultant (general surgeon) has injured the bowel during his last procedure by using applied medical trocars. Additional information received from applied medical representative via email on 26oct2022: perforation was closed and added 45 mins to the procedure. There were no other devices used at the same time on insertion of the trocar used optically. Last monday mr. [2] used the applied medical optical trocar during a lap cholecystectomy and on insertion of the trocar perforated the bowell with the ctf73 port. Mr. [2] told us that mr. [2] were performing optical entry rather than a hassan cut down technique due to the patient being morbidly obese; having a number of co morbidities and previous surgery, which meant there was limited space in the abdomen and adhesions around the umbilicus resulting in mr. [2] not being able to perform the cut down technique. Mr. [2] told me that the obturator kept unclicking from the seal housing which meant mr. [2] had to click it back into place a number of times which distracted mr. [2] and led to mr. [2] losing mr. [2]'s anatomical position on the screen, and ultimately where mr. [2] were in the tissue layers. When mr. [2] then clicked the obturator back into place and continued to push the trocar into the abdomen the bowel was perforated as mr. [2] were closer to it than mr. [2] thought mr. [2] were. Subsequently, mr. [2] then had to repair this perforation. Intervention: perforation was closed and added 45 mins to the procedure. Patient status: when last spoken to the consultant patient was ok.